Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and back pain ("chronic back pain"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and back pain ("chronic back pain"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 14-sep-2021: mr received. Reporter information, lot number added. Pelvic pain reported as chronic and increasingly severe, hence marked as medically significant and upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.